Event description:
The customer states that the defib fails on the leakage safety tset. There is no info of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.